Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebn0726 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during the usual medication procedure the healthcare professional noted leakage near the insertion point . The catheter was removed and a hole was noted into the extra vascular portion at 3 cm near the insertion point. A note, it was reported that when the catheter was positioned glue was used at the insertion point (hystoacryl) with a fixation device.